Event description:
Pt was revised to address pain. The components were found to be well-fixed; however, a white fluid was found in the joint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.